Event description:
It was reported that while in use on a patient, the ventilator oxygen (o2) sensor would not calibrate. The patient was removed from the ventilator and placed on a second ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4) . The customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the o2 sensor and performed extended self-testing on the device. All performed tests were passed.